Event description:
It was reported that a user contacted support because the dexcom g6 continuous glucose monitor (cgm) did not start pairing after an extended period, and review revealed the transmitter serial number entered in the ilet did not match the actual transmitter, leading to unsuccessful pairing. No alerts, alarms, or adverse clinical effects were reported. Outcomes included no injury and no medical intervention. User support included verification of the transmitter serial number and sensor code, confirmation of the correct device model, and guided re-entry of the correct transmitter serial number to initiate pairing. Investigation of this case revealed user input error as the cause of the pairing failure, with no malfunction of the transmitter, sensor, or ilet pump components identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.